Event description:
A #21 perimount porcine aortic valve was implanted approximately 11 years ago. Pt admitted recently for sob, weakness and symptoms of heart failure. Cardiac cath showed severe bioprosthetic valve aorta stenosis. Pt taken to or and valve was explanted. An alternative #21 edwards life sciences valve was implanted.